Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken proximal clevis. Material approximately 0.17¿ x 0.13¿ was missing at one of the ears of the proximal clevis and not returned with the instrument. The other ear of the proximal clevis was found breaking off and hanging at the wrist but material did not appear to be missing. The known common cause of this failure is mishandling/misuse. Failure analysis found the primary failure of a broken proximal clevis to be related to the customer reported complaint.

Event description:
It was reported during a da vinci-assisted prostatectomy procedure a piece broke off during the case. An intuitive surgical, inc. (Isi) clinical sales represnetative (csr) reported the site found that a yellow piece was missing from the cautery hook at the distal end. An isi technical support engineer (tse) found no errors through onsite logs related to the reported issue. The or staff performed an x-ray on the patient and found no missing pieces. The staff did not see when the reported issue occurred on the instrument. The procedure was completed with no report of patient injury. Isi completed customer follow up and obtained the following information: the customer could not provide any further details regarding the reported issue than what was already submitted. Patient information was requested, but was unavailable.